Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm on an unknown date approximately 2-3 years ago. It was reported that the type ia endoleak and a type v endoleak were detected during follow up. As per the physician, the cause of the type ia endoleak was undersizing during the index procedure and the cause of the type v endoleak was unknown (a type ib and type iii were ruled out based on the CT findings). No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Additional information received; it was noted that there was a possibility that the endurant main body which had previously been implanted in another hospital was undersized. It was unknown if the type v endoleak was related to this also. If information is provided in the future, a supplemental report will be issued.